Manufacturer narrative:
Eval summary: the device was returned with the sleeve cracked at the distal end with a reload cartridge loaded that was noted to have the left wedge at the knife slot. The returned cartridge was noted to have a wedge band bypass; the left side fully fired and the right side unfired. Upon further inspection of the instrument, the right wedge band was slightly twisted. The instrument was tested for functionality with a test cartridge and it fired conforming; in addition, the test cartridge was loaded without any difficulties noted.

Event description:
It was reported that during a lung resection procedure, the instrument did not fire correctly. There is no further info available. The procedure was finished with a same like device.